Event description:
It was reported that while integrating bd synapsys¿ informatics solution onto the site, several specimens did not have an associated patient. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with corrected information: g5: is combination product? : no. Investigation summary: this statement is to summarize the investigation of a complaint involving synapsys. It was reported that that some patients were not migrated from epicenter to synapsys. No other issues were reported. Bd investigated the issue. Investigation confirmed that the issue was not due to data loss, but rather the use of an epicenter database backup that was several days behind the live system at the time of migration. As a result, the affected specimens did not exist in the source database yet and were therefore not transferred. All accessions were later confirmed as successfully imported into synapsys once newer migration processes were used. The issue is fully resolved, as the updated data migration tool now runs against the live epicenter database, preventing recurrence. Instrument level synchronization further validated data integrity by correctly matching or creating reportable test records. This is an unconfirmed failure of a bd product. Review found that complaints of this type were under statistical control for the month of may. Device history record review was not applicable as this is a standalone software product, and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while integrating bd synapsys¿ informatics solution onto the site, several specimens did not have an associated patient. No patient impact reported.